Event description:
Following a ptca, the angio-seal device was deployed. The pt developed an infection, which became abscessed. Treatment with a strong antibiotic resulted in moderate improvement. The physician was considering surgical intervention; however, at this time, no further information has been provided to st. Jude medical related to this event or to the patient's status.